Event description:
It was reported that that the cadd admin set was leaking. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown. Additional reporter details: (B)(6).